Manufacturer narrative:
This complaint was investigated. Adc has identified a software defect for the freestyle librelink application for ios, version 2.10.0, in which the application upgrade was unsuccessful. This resulted in a period where users may not have received glucose results or may not have been alerted to low or high glucose alarms. Based on the investigation, the complaint is confirmed and no further investigation activities for this individual complaint are required. This issue was addressed in the field by adc fa1029-2023. The device model number populated in section d4 is for the freestyle librelink ios application, on market in the UK. This is same/similar to us freestyle librelink/freestyle libre 2 ios application part number 71733-01/71926-01. All pertinent information available to abbott diabetes care has been submitted.